Manufacturer narrative:
Completed information for patient identifier: sids (B)(6). The customer inspected the analyzer and noticed the cuvette tops were wet. The customer performed troubleshooting procedures including cleaning of the nozzle, #2 and #3 (rohs). Cleaning of the part resolved the issue. An instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(4) , as described in this complaint. There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the nozzle, #2 and #3 (rohs) did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation no systemic issue or deficiency of the nozzle, #2 and #3 (rohs) or the alinity c processing module, serial number (B)(4) was identified.

Event description:
The customer observed falsely elevated alinity c carbon dioxide (co2), alinity c calcium, and glucose results generated on the alinity c processing module for multiple samples. The results were not reported out of the laboratory. The following data was provided: sid (B)(6): co2 initial result was 36.5 mmol/l, repeat = 19.5 (normal range 22-29 mmol/l). Sid (B)(6) : calcium initial result was 16.8 mg/dl, repeat = 9.1 mg/dl (normal range 6.5 ¿ 13.0 mg/dl). Glucose initial result was 189 mg/dl, repeat = 100 mg/dl (normal range 70 ¿ 105 mg/dl). No impact to patient management was reported.